Event description:
Bilateral capsular contracture and deflation of right breast implant, followed by bilateral partial capsulectomy and bilateral removal and replacement with mentor. Initial use of device.